Manufacturer narrative:
Due to character restrictions in telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure.

Manufacturer narrative:
Initial reporter and event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported during patient use, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient harm reported.